Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-d was explanted.

Event description:
It was reported that thiscardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-d was explanted. It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-d was explanted. Additional information received indicates that the patient was given antibiotics for a toe infection. The field representative validated that the infection was not systemic and was unrelated to the device. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the entry in b5: describe event or problem and in h6: patient code and patient code description.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-d was explanted. It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-d was explanted. Additional information received indicates that the patient was given antibiotics for a toe infection. The field representative validated that the infection was not systemic and was unrelated to the device. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information indicates that this explanted product was returned. The allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. DHR review revealed no additional information related to the complaint. This supplemental is being filed to capture the product investigation results.